Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was patient reported they were charging their implant this morning and the recharger cord started burning them. Patient stated the wire was showing. An email was sent to the repair department to replace the recharger. Agent attempted to collect information on if there was any physical harm, pt could not confirm nor deny and would call back if there's anything.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6)product type recharger h3: analysis of the recharger found cable insulation is peeling away at donut end and wires are exposed. Device scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.